Event description:
(B)(4). It was reported that operating room 7 has broken o-ring on the light handle. There was no reported patient involvement and no reported adverse consequences.

Manufacturer narrative:
There was no patient involvement, thus no patient data exists. The serial number/lot number was not available at the time of this report. Attempts will be made to obtain this information. There is no expiration date for this product. Actual device was evaluated by operating room manager at the hospital and then disposed of. The device manufacture date was not available at the time of this report. Attempts will be made to obtain this information. Evaluation summary: this device was not returned to the manufacturer, therefore no evaluation will be performed. There are, however, similar instances of this nature in which the o-rings on the monitor handles become damaged and the sterilizable covers are no longer able to attach to the inner handles. In each of these cases, the o-rings have not been received by the manufacturer for further evaluation. Since investigators have not been able to evaluate the o-rings, no conclusions can be drawn about how the damage was caused. There may be potential for the covers to fall in the sterile field due to the faulty o-rings. This specific malfunction was identified prior to a procedure and there were no patients involved and no event occurred. This is not a single use device.